Event description:
It was also reported, that the remote monitoring network report contained invalid data red x's. Diagnostic interpretation was provided. It was further reported, that the ICD was reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks for detected ventricular fibrillation (vf) but it was suspected that the this was a supra ventricular tachycardia (svt) episode. The ICD remains in use. It was also reported that the remote monitoring network report contained invalid data /red x's. Diagnostic interpretation was provided. No further patient complications have been reported as a result of this event. It was further reported that the ICD was reprogrammed. It was additionally reported that the patient received a shock for possible atrial fibrillation (af) with rapid ventricular response; an atrial arrhythmia was in progress at the time of therapy.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks for detected ventricular fibrillation (vf) but it was suspected that the this was a supra ventricular tachycardia (svt) episode. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.